Event description:
The patient was taken to the operating room for a mitral valve replacement. Per the operative note: ¿ when a swan was advanced, it could not be advanced into the pulmonary artery. At the conclusion of the surgery, we discovered that the central line had gone through the back wall of the internal jugular vein and actually penetrated the right pleural cavity and in fact the swan was in the right pleural space. Blood transfusions which had been given through this catheter as well as medications never reached the patient but were sitting in the right pleural space and this was evacuated. The catheter was removed and the puncture site at the cupola of the right chest was closed with heavy suture. A cordis introducer and swan catheter were placed at the conclusion of the surgery via the left subclavian vein.¿ patient¿s hospitalization lasted 7 days and she was discharged to home.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. The type of swan-ganz catheter is unknown therefore brand name and 510k are also unknown.